Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A medical assistant reported that during an injection, she felt resistance as she pushed down on the plunger. The deltoid needle detached from the syringe and the suspension leaked out. No needle-stick took place. There was no patient or clinician injury reported.

Manufacturer narrative:
One glass syringe (from a different manufacturer) attached to a hypodermic needle was returned for evaluation. No protective needle cap was returned with the sample. Visual inspection with the un-aided eye did not reveal any non-conformities with the device. During functional testing, the needle was tightened to the device per direction followed in the instructions for use (IFU). Testing found no leaks or needle detachment. Review of the device history records revealed no non-conformities during manufacturing. The returned device was found to operate as intended. No evidence was found to suggest the reported event was caused by an intrinsic product fault.